Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector was broken. Analysis also found the attachment ring was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricle connector was broken off. The epg (external pulse generator) was returned for service. No patient complications have been reported as a result of this event.